Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm in diameter abdominal aortic aneurysm. It was reported that during deployment, the rear handle detached. The physician re-attached the rear handle and successfully completed the procedure without further issue. Per the physician, the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.